Event description:
It was reported that the zimmer skin graft mesher was tearing the grafts. Follow up with the hospital on (B)(6) 2010 confirmed that there was no pt harm or additional graft harvested.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.